Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
Event problem and evaluation: on 29-sep-2016, a medtronic representative went to the site to test the equipment. The reported issue could not be duplicated. The imaging system passed the system checkout and was found to be fully functional. A software investigation is in progress.

Event description:
A medtronic representative reported that, when the site attempted to open the gantry door of the image acquisition system (ias), the detector did not move to the correct position and needed to be manually opened. No patient was present during this event, so no patient demographics are applicable.